Event description:
It was reported that during a diagnostic lap procedure the surgeon reported he fired the device and it stapled but did not cut. The device fired as normal. There was no patient consequence noted.

Manufacturer narrative:
(B)(4): information was not provided by the contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.